Event description:
It was reported during acu-loc 2 surgery, the locking screw was being inserted, and the driver tip broke. The surgeon was not able to remove the broken piece, and therefore, the fragment remains in the patient. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00305 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number are unknown.